Event description:
It was reported the pt felt tingling while sitting in the kitchen of her mother's home, about six inches from the microwave. The microwave is an older model and was working at the time. The pt stated that evening, she felt a similar sensation on and off. The sensation was felt in the middle of the back and felt like many pinching and tingling sensations all at once over an 8 inch span. The pt then changed her position but the stimulation did not change. The pt planned to visit the clinic nurse in 2008. In the following month, the pt reported the nurse checked the system and it worked appropriately. The pt stated she was not sure the stimulation has helped her pain as much as she expected overall; "during the day it's ok, but maybe not as much at night."